Event description:
Shunt was implanted on 5/30 and revised on 6/5 due to underdrainage. The pt has had a number of shunt revisions. The valve seemed to pump normally, but the ventricular size increased rather than staying the same or decreasing. Despite pumping the shunt every four hours, the pt's condition did not improve. A shunt-gram showed an easy flow of contrast both into the ventricle and into the peritoneal cavity.